Manufacturer narrative:
Ge service representative performed an on site investigation. The low voltage power supply was replaced. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported, the cine feature locked up while playback. No reports of patient injury.